Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair to the ilet, and the customer was instructed to toggle from g6 back to g7, restart the g7, and wait for pairing, using pairing code 9339. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no medical intervention, and continuation of therapy after troubleshooting. Investigation included technical support troubleshooting and education focused on device connectivity and pairing workflow. Investigation of this case revealed a pairing/connectivity failure between the ilet and the dexcom g7 sensor/transmitter without evidence of device hardware damage. It was concluded, based on previously established findings for similar reports, that the cause was user/system connectivity issue consistent with pairing sequence or transient communication error.